Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a ventriculoperitoneal shunt and was discharged from the operating room. During follow up, the doctor suspected shunt blockage in the ventricular catheter. It was noted that the valve was functioning properly. The ventricular catheter was replaced. The patient's status at the time of the report was alive-no injury.